Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 25115f, reader sn (B)(4). Two repeat cue covid-19 tests performed on (B)(6) 2023 provided negative results. On (B)(6) 2023, customer tested negative with a sars-cov-2 pcr test. Customer did not disclose vaccination or exposure status.

Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Technical operations performed retain testing and false positive results were observed, however, root cause was unable to be determined.